Event description:
A health care professional reported that during the surgery, ophthalmic system suddenly loses pressure, after which the screen freezes and the equipment cannot be handled. Surgery has been completed by using the alternative machine. Patient impact has not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).